Manufacturer narrative:
A getinge field service engineer evaluated the unit and was unable to identify any malfunction with the iabp. However, the correct connection between the security disk drive and the console and the drainage and filling ports has been re-checked. The fse ran all functional and safety checks and the iabp passed all tests.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) does not work . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine service, the cs100 intra-aortic balloon pump (iabp) does not work. There was no patient involved.